Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. The electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. The electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The device fault code was sending little electrical shocking sensations up the chest wall every time the device would run a daily impedance check. Additionally, the impedance were low out of range. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a charge time (CT) error. The electrode exhibited low shock impedance out of range of 1 ohm. Technical services (ts) considered therapy no longer available and recommended an x ray and a query about electrode and s-ICD abrasion. Furthermore, the impedance was tested, and the noise was evident post shock delivery. Additionally, the patient felt an electricity sensation. Subsequently, the field representative turned the device off and will be discussing with physician. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The device fault code was sending little electrical shocking sensations up the chest wall every time the device would run a daily impedance check. Additionally, the impedance were low out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted arc mark on the case which indicates shock shorted to the case. The visual inspection of the header noted no anomalies and there were no holes in seal plug. The diagnostic download revealed a charge timeout and a long charge error. The review of episode data below revealed a 1 ohm shock and the memory download revealed autotherapy was received in the off state.